Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed error code 46011. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log could not be downloaded. Error code 46011 was shown upon power up. The cause is the printed wire assembly (pwa) board. The pwa board was replaced to correct the issue.